Event description:
It was reported that the patient was experiencing pain on the left side which went away after turning the device off. The lead and implantable neurostimulator (ins) were located on the right side. The ins and lead were explanted.

Manufacturer narrative:
Analysis of the implantable pulse generator (ipg) found no anomaly. Analysis of the lead found a cut through, product segmented, in the lead body but no significant anomaly.

Manufacturer narrative:
Product ID 3889-28, lot# v062112, serial#, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 3037, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.